Event description:
It was reported that the customer rec'd multiple occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was high. The customer used an injection of insulin to correct the bg level. As the customer had changed the cartridges and infusion sets prior to contacting tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.

Manufacturer narrative:
The prod has been returned for eval. Should new relevant info become available a supplemental report will be submitted.